Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is patient/consumer. Device and protocol numbers are unknown. No product information has been provided to date.

Event description:
It was reported that the device started to steam when cassette was attached. No patient injury was reported.

Event description:
Additional information received and attached by ICU medical on 22/jul/2022 via email: contact details updated. Patient details added.